Event description:
Healthcare professional reports result higher than expected with the protime microcoagulation system. Pt is an (B)(6) year-old male. Post hip-replacement surgery, pt was placed on combined drug therapy of coumadin and plavix. Therapeutic range is 2.0 - 3.0 inr. On (B)(6) 2013, protime test performed by visiting nurse generated 9.1 inr. A blood sample was sent to the reference laboratory for confirmation and result was 6.0 inr. Due to the reference laboratory's supra-therapeutic result, pt's drug regime of coumadin and plavix wa discontinued and pt was administered vitamin k. On (B)(6) 2013, pt had subcutaneous bleeding in his arm and sought medical attention in the emergency room pt was discharged and instructed to apply arm compresses to the affected site.

Manufacturer narrative:
(B)(4). Cuvette lot # a3p3c004.